Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) magnet alert was triggered by an unknown source. It was suspected that the patient's mobile phone may have triggered the alert. No programming changes were made and the device remains in use. It was recommended to the patient that they do not bring the phone too close to their implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated an audible alert. If information is provided in the future, a supplemental report will be issued.